Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 and b5 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event occurred because the otv-s190 converters failed and prevented power from being supplied properly to the device. The cause of the converter failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As the reported problem remained even after restarting the device, the intended procedure was completed with another device. During initial troubleshooting, the power cable was replaced but the problem persisted.

Event description:
The customer reported to olympus that the visera elite video system center front panel flashed when the power was turned on and did not start normally. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the front panel would blink as soon as the device was powered up. No abnormalities were found in areas that could be visually confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.